Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 1.2 inr, reference = 3.6 inr, mean = 2.40, confidence limits = 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 296410 on (B)(6), 2013. Results as follows: donor: (B)(6), inratio: 3.4, 3.2, 3.5, reference: 2.96, bias threshold: 1.96 - 3.96, %cv: 4.54. Donor: (B)(6), inratio: 3.0, 2.8, 2.8, reference: 2.52, bias threshold: 1.52 - 3.52, %cv: 4.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(6). Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.2, lab: 3.6. Therapeutic range: 2.0-3.0. The time between testing was 30 minutes.